Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 35 mg/dl. The suspected cause of bg was poor diabetes management via the pump. Customer attempted to resolve bg by consuming carbohydrates and went to the emergency room (ER). While in the ER, customer was treated with intravenous glucose solution. Customer was released after an hour and 45 minutes with the issue resolved and no permanent damage. A pump system check was performed and revealed that the pump was functioning as expected.